Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, performed pump reset under guidance, did not see error recur, and successfully started new sensor session.